Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. During a routine follow up transesophageal echocardiography (tee) on (B)(6) 2026, a thrombus associated with the atrial side of the closure device was noted. There were no patient complications. No further information was provided at the time of this report.